Event description:
Boston scientific received information via the patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance greater than 200 ohms. Boston scientific technical services (ts) reviewed that shock impedances are stable in the 50 ohms range. The device was checked in all vectors and were all normal. Further, ts reviewed non-sustained events in the logbook that appears to show noise on all electrogram (egm) channels. The field representative reported that patient was having a new shunt for dialysis at the day of the episodes. Ts discussed the timing may not be exactly the detect time reported in the monitoring system, however it was reasonable that measurement occurred during the procedure. A health care professional (hcp) indicated to do another remote monitoring for the patient in 3 months, to continue to monitor. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.